Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
Insulin pump was unable to prime during prime test due to detached end cap. No prime alarm noted. Insulin pump received with cracked case on display window corners, cracked reservoir tube lip and minor scratches on display window.

Event description:
It is reported that the patient has a button error on their insulin pump and insulin is squirting out. Patient's blood glucose level is 180mg/dl. Trouble shooting is conducted and patient is treated with manual injections. Device is being returned. No further information available.